Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device experienced "heat". The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.